Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, the device was not communicating with the server. System had been rebooted several times and still receiving error. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-jul-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device was communicating with the server. A technical support specialist (tss) dialed into the station and reviewed the data sync debug log, finding no errors. Dialed into the server and checked health sight viewer (hsv), confirming no device communication notices. Tss then verified the sync info, with no errors found. The system functioned as intended after the technical support specialist investigated the device.